Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl. The customer reported that he got a low battery alarm and tried replacing the battery, but it was not working properly. The customer was getting replace battery alerts and now it was showing just a blank display. The customer was assisted with troubleshooting and the display did not return. The customer stated that the contacts on the battery cap were missing. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan until a new battery cap arrives. The insulin pump will not be returned for analysis.